Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. The patient was reported to be doing well. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the aveta system user manual that states: "uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".

Event description:
It was reported that the cervical canal was dilated to 17fr. Aveta pearl disposable hysteroscope was advanced and entered the uterine cavity. The operating resident reported absence of uterine cavity distention and presence of yellow epiploic appendages in the field of view. The aveta controller displayed perforation alert on the screen. The resident immediately stopped the procedure and indicated that a uterine perforation took place. No evidence of bowel involvement. The patient was taken to the recovery room, released the same day without the need for any additional medical and/or surgical interventions.